Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. However, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 4x6mm amplatzer piccolo occluder was selected for implant using an unknown sized abbott delivery system. During artery approach, "when the pa side skirt was deployed" the device repeatedly showed an elongated/bulbous deformation. The device was attempted to be placed intraductal. There were no interactions with cardiac structures during deployment and no angulation/kink was observed. The device was never released from the delivery cable while inside the patient and removed. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 4x6mm amplatzer piccolo occluder was selected for implant using an unknown sized abbott delivery system. During artery approach, "when the pa side skirt was deployed" the device repeatedly showed an elongated/bulbous deformation. The device was attempted to be placed intraductal. There were no interactions with cardiac structures during deployment and no angulation/kink was observed. The device was never released from the delivery cable while inside the patient and removed. No device was ultimately implanted. The patient was reported to be in stable condition.